Event description:
"The arthroplasty was revised due to arthrofibrosis. The tibial insert was revised. The components were implanted in situ for 1.02 yrs. The pt presented with a ucla score of 3 three months prior to revision surgery. Note: med records and x-ray were not provided to stryker for review.